Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lobectomy, the surgeon clamped down on an artery and went to fire the device, the proximal end cut but did not lay staples, however the distal end cut and lay staples. It is thought the surgeon may have had to open the patient but needs confirmation.